Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the polymer of a 6/7f mynx control vascular closure device (vcd) was externalized; outside the catheter when the doctor opened the mynx pack. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The sealant sleeves were not damaged and there was no exposure of the sealant to bodily fluids. The device was removed from the package in a normal manner. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, confirming appropriate insertion angle, with the vessel diameter confirmed to be =5 mm. Mild vessel tortuosity was present, and there was no calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer is trained and experienced with the mynx device. Other procedural details were requested but were not provided. The device was not returned as previously expected for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505604 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the limited images provided, the reported customer complaint ¿mynx control system deployment difficulty premature¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the polymer of a 6f/7f mynx control vascular closure device (vcd) was externalized; outside the catheter when the doctor opened the mynx pack. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The sealant sleeves were not damaged and there was no exposure of the sealant to bodily fluids. The device was removed from the package in a normal manner. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, confirming appropriate insertion angle, with the vessel diameter confirmed to be =5 mm. Mild vessel tortuosity was present, and there was no calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer is trained and experienced with the mynx device. Other procedural details were requested but were not provided. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a split condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be executed due to the split condition of the sealant sleeves, which impeded an accurate measurement of the slit. Additionally, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additionally, an attempt to perform the functional test to evaluate the insertion/withdrawal into a csi was performed; however, this could not be completed due to the split condition of the sealant sleeves, and no applicable csi could be inserted onto the device. A product history record (phr) review of the manufacturing documentation associated with lot f2505604 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ was observed through analysis of the returned device due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced, especially since the device was returned with the sealant sleeves in a split condition when it was reported that there were no damages noted to the sealant sleeves. However, prepping/handling factors are possible. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, phr review, nor the available information suggests that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polymer of a 6/7f mynx control vascular closure device (vcd) was externalized; outside the catheter when the doctor opened the mynx pack. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The sealant sleeves were not damaged and there was no exposure of the sealant to bodily fluids. The device was removed from the package in a normal manner. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified via angiography, confirming appropriate insertion angle, with the vessel diameter confirmed to be =5 mm. Mild vessel tortuosity was present, and there was no calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer is trained and experienced with the mynx device. Other procedural details were requested but were not provided. The device will be returned for evaluation.